Event description:
The lead was previously reported as a j retention wire fracture without protrusion through the outer polyurethane insulation. The lead has been explanted and the physician indicated it was electively removed and post operatively, no fracture was seen. Explant method: intravascular, superior technique/tools: sheath(s) no complications.